Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found a broken connector pin. (B)(4). All fdm and fdr codes apply to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the recharger (insr) was not taking a charge from the wall. When plugged in, the insr displayed the top row but did not show that it was taking a charge from the wall. It was reported that the green light on the desktop charger (dtc) was on, and the connector pin was bad. A replacement dtc was sent to the patient. The patient called back, because the replacement dtc did not resolve the issue. The patient added that her stimulator was not working, because she was not able to charge it as a result of the recharger not charging. A replacement insr was sent to the patient. No out-of-box failures or symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was asked whether the replacement of the recharger resolved the recharger not charging, stimulator not working, and not being able to charge the stimulator. The patient responded stating, "everything is good." No symptoms or further complications were reported/anticipated.